Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluations of the involved log files, cartridge and dialysate sak were unremarkable with no device problem found. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2024 from the home therapy nurse (htn) of a 63 year old male patient approved for performing solo hemodialysis with a medical history including end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on (B)(6) 2024 from the home therapy nurse (htn) who stated the patient was found unresponsive and still connected to the machine, surrounded by an unspecified amount of blood. Per the nephrologist the suspected cause of death was cardiac event, with secondary possible hemorrhagic shock.